Event description:
It was reported that device broke during the procedure. Approximately 20-30cm from the distal end detached in the carotid artery and the physician was unable to remove this fragment. The remainder of the device was removed from the patient. There was no reported clinical consequence to the patient.

Event description:
It was reported that device broke during the procedure. Approximately 20-30cm from the distal end detached in the carotid artery and the physician was unable to remove this fragment. The remainder of the device was removed from the patient. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. Based on the information provided, it is possible that due to the resistance encountered due to the tortuous anatomy the physician applied force to the device resulting in the reported break. Therefore, it is most likely that operational context was the cause of the reported event.

Manufacturer narrative:
Additional information received from the user facility stated that the physician had been unable to access the aneurysm located at a "right angle to the a1-a2 junction" in tortuous anatomy.